Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
According to the physician, there was no allegation that the surgical valve prematurely failed.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The subject device is not available for evaluation, as it remains implanted in the patient. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without svd and/or nsvd. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3000tfx aortic valve, has been placed under evaluation for a valve-in-valve procedure after an implant duration of 14 years, eight months due to unknown reasons.